Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump malfunction, and confirmed that alarm did not recur after reset; customer was advised to continue using pump and to call back if problem returned, and acknowledged these instructions.